Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that "the balloon did not inflate enough to inject the cement required. The balloon pushed against the posterior wall and did not help for vertebra height restoration. There was a small cement leak noted." Patient status reported as good.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show bkp done in (B)(6). Reported issues with balloon inflation and possible cement leakage. Lateral view shows malposition of balloon too posteriorly with preferential filling of the balloon even more posteriorly. The balloon appears to have blown out the posterior wall of the fractured vertebrae and further expanded into the canal. Subsequent cementing verifies a posterior wall blow out with layering of the cement along the posterior longitudinal ligament. Significant cement is in the spinal canal anterior to the spinal cord. This is poor technique. There does not appear to be a malfunction of the device.